Manufacturer narrative:
The cast cutter was received at the MFR for eval, and the reported condition of the device turning on by itself was duplicated. Based on the investigation details, the likely cause was problems with a short in the switch, which was replaced along with other components.

Event description:
It was reported that the cast cutter turned on by itself while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.